Event description:
The parent reported that a decline in hearing performance of the recipient with the device was observed around the end of (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The parent reported that a decline in hearing performance of the recipient with the device was observed around (B)(6) 2024. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that a decline in hearing performance of the recipient with the device was observed around the end of july 2024. The recipient has been re-implanted.